Event description:
It was reported that the procedure was to treat a lesion in the right renal artery with heavy calcification. Pre-dilatation was performed and the 5.0 x 15 mm herculink elite stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy and the stent struts became flared. The sds was pulled back, but the flared struts met resistance with the anatomy, and the stent dislodged. The stent was pulled back to the femoral artery, but could not be removed through the sheath. A snare was then attempted to be capture the stent, but the snare met resistance with the sheath, and separated outside the patient. A second snare was then used to successfully remove the dislodged stent. A 7f sheath was then placed and further dilatation was performed. A guideliner was advanced and a new 5.0 x 15 mm herculink elite sds was advanced, but could not cross to the lesion due to the anatomy. The sds was removed without issue. Additional dilatation was performed and a 4.0 x 15 mm xience v sds was used successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The failure to advance and difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.